Event description:
Reportedly, during a laparoscopic gastric bypass procedure the instrument fired on bowel and would not release/open. Surgeon had to pull instrument and tissue out through trocar hole and pry instrument jaws open with kelly clamp to release the tissue. Opened a new instrument and reload to complete the procedure. Pt was injured. Hematoma to bowel at site of instrument. Surgeon achieved hemostasis and irrigated.